Event description:
(B)(4).

Manufacturer narrative:
Document review: versafitcup cc trio acetabular shell: ref. (B)(4)/lot 131267 ((B)(4) items produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. (B)(4) shells belonging to this lot have been already sold without any other similar incident. Amistem h cementless stem (k093944): ref. (B)(4)/lot 130595 ((B)(4) items produced): all parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. All the stems belonging to this lot have been already sold without any other similar incident: ceramic femoral head not marketed in the USA; (B)(4) heads bought and (B)(4) already sold, without any similar issue. Ceramic acetabular liner not marketed in the USA: (B)(4) bought and (B)(4) already sold, without any similar issue. From the data collected, there are no evidences that the infection is device related.